Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in 2007, the pt was suddenly no longer able to hear with his device. All the extremal parts have been exchanged, but without success. Testing confirmed that the device has malfunctioned.